Manufacturer narrative:
Other applicable components are: product ID 3093-33 lot# j0455222v serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a new implant put in back in (B)(4) of 2008 and the healthcare professional (hcp) noticed that the lead was stuck inside the body and would not come out. No further complications were reported or were expected.